Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported the infusion device started to deliver a quick bolus by itself without being programmed to do so. The patient immediately cancelled the quick bolus. He stated this has also happened several times in the past.